Event description:
Report received of a tubing separation at the base of a y-site. The customer reports that the tubing seemed to have "totally fallen out of the bottom of the port closest to the cassette." The edge of the tubing end was clean, not jagged and did not appear to have been cut, pulled or stretched. It was unknown to the reporter what the IV fluid was that had been infusing, but it did contain magnesium. It was reported that the clinician had been in with the patient one hour before the separation occurred. Later, the patient had put the call light on and when the clinician answered the light, there was "blood splattered throughout the room". The clinician put rags on the floor to walk on and triple gloved, then clamped the IV line to stop the bleeding. The patient was moving arms around and flipping the tubing around when the clinician first walked into the room. Specific amount of blood loss is unknown, but "it seemed like a large amount". No lave test were ordered and the patient did not require a blood transfusion. The IV site was discontinued. The pt had another IV site, so a restart was not required. There was no known blood contamination to the staff. No report of adverse patient efect. Additional patient information was requested, but no further information was available.